Event description:
It was reported that the implantable neurostimulator (ins) died and they were planning to have it replaced. Her current ins would recharge about once a month to once every 6 weeks and it would take about 3-4 hours to recharge it, and last time she charged it took her 9 hours. The patient mentioned it would be nice if the recharger antenna was a little smaller. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider of the clinical study reported symptoms included inadequate pain relief. The stimulator was replaced and the event was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 377760, lot# v010769, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 377760, lot# v004735, implanted: (B)(6) 2006, product type: lead. (B)(4).